Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with a clip in the jaws and without apparent damage. In addition, the tyvek was returned along with the instrument and one (1) unformed clip inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, one clip partially formed was feed due to an anti-backup failure and then it fed and formed six (6) conforming clips as expected; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup failure. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, users are advised to ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula before loading a clip and firing the instrument. When loading a clip, partially squeeze the trigger in a smooth continuous motion for approximately one-third of the total firing stroke, and position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated, ensuring the structure is positioned against the apex of the clip. Device history review a manufacturing record evaluation was performed for the finished device batch a98608 number, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details about the device quality issue. Did device jam (not fire clips)? Yes, did device not feed clips (clips not advance fully into jaws)? No. Did device drop or eject clips? No. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? No. Did the clip not hold on the vessel or tissue once placed? No. Was the device on a vessel/artery when it would not open? No if yes, how was the device removed? (Cut off, forced open) na if the device was cut off, was there any damage to the vessel/tissue? Na this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic cholecystectomy, jamming occurred immediately after using the device. Since this continued repeatedly, it was replaced with a replacement and the surgery completed successfully. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.